Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -4.05/1.5/081 (sphere/cylinder/axis) , implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length, different diopter lens due to refractive surprise. Cause of the event is reported as user error device did not fail to perform as intended.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).